Event description:
The following report was received from the affiliate: on 12/2007 an x-ray was performed for prognosis of pancreatoduodenectomy. After that, the patient complained of chest discomfort and abnormal electrocardiogram (ECG) was observed. Coronary angiogram (cag) was conducted and thrombus was observed in the 2nd cypher at the circumflex. Thrombus was not observed in the 1st cypher at the lad. To treat the thrombus, plain old balloon angioplasty (poba) was conducted. Ten days later, the patient recovered and moved to another division for pancreatoduodenectomy. Physician's comment: the possible cause of the thrombotic event was because anti-platelet medicine was stopped. Aspirin and clopidogrel sulfate were stopped due to pancreatoduodenectomy.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the mid left anterior descending (lad) and distal circumflex. The lesion was a de-novo, eccentric and calcified lesion. Lesion classification was type b2. The lesion length was 20mm and vessel diameter was 2.25mm. The lesion at the circumflex was a de-novo and concentric lesion. Lesion classification was type b2. The lesion length was 15mm and vessel diameter was 2.25mm. At the lad, pre-dilatation was conducted with a 2.0x15mm balloon at 22atm for 3seconds. The first 2.5x28mm cypher stent was deployed at 20atm for 3seconds. Post dilatation was conducted with a 2.75 x 13 mm balloon at 22 atm for 3seconds. Intravascular ultrasound (ivus) was conducted. The residual percent of stenosis was 0%. Timi flow pre and post procedure was iii. At the circumflex, pre-dilatation was conducted; unk device. The second 2.5x18mm cypher stent was deployed at 20atm for 3seconds. Post-dilatation was conducted with a 2.75x13mm balloon at 20atm for 3seconds. Ivus was not conducted. The residual percent of stenosis was 0%. Timi flow pre and post procedure was iii. Activated clotting time (act) was measured. In 2007 a pancreatoduodenectomy was conducted. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.